Event description:
It was reported to physio-control that the service led on the customer's device went on during device use. The customer then wanted to restart the device and powered it off. The device could however not be powered back on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the removed system pcb assembly. Physio-control determined that the cause of the reported failure was due to a filter, designator fl6 on the system pcb assembly that had corrosion formed on it. This corrosion caused a leakage path and caused the device not to power on.